Manufacturer narrative:
Qc was within the customer's established ranges prior to this event. A system check performed on (B)(6) 2011 met specifications. A field service engineer (fse) went on-site (B)(4) 2011, performed a minor preventive maintenance (pm) and replaced multiple hardware parts. A clear root cause for this event could not be determined.

Event description:
A customer contacted beckman coulter inc. (Bci) regarding a free t4 (frt4) result of 0.57ng/dl which is below the normal reference range generated by the access 2 immunoassay system. The result was questioned by the physician as it did not match the patient's clinical picture. Upon repeat on an alternate methodology, the result was 1.20 which was within the normal reference range. No reports of death, injury, or change to patient treatment have been reported in connection with this event.